Event description:
It was reported that post a lap gastric band, it was determined that there was a hole in the balloon. During routine fills, the same amount of fluid was not able to be withdrawn. The hole was seen under x-ray with contrast. Another device was implanted to complete the procedure. There was no adverse consequence to the pt reported. The pt is in stable condition.

Manufacturer narrative:
Info anticipated, but unavailable at this time.